Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the surgeon performed a total thyroidectomy procedure with the harmonic focus device. The operation went well but had post-op bleeding and had to bring the patient back to the operating room. The patient had to be re-operated. No transfusion was required and the patient is now fine.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: did they receive any generator alert screens during initial procedure? No. Did surgeon take vessels using min or max setting? Min. Where was bleeding found during re-operation (what vessel was bleeding post-op)? A little artery (not a main vessel). What other ligating techniques were used (besides the harmonic device) to control the bleeding during the procedure? Clips. How many hours post-op did the bleeding occur? About 8. Were there any precipitating events, like coughing, when the bleeding occurred? Not known.